Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was dropped and the screen of the device broke; it was cracked and half of the screen was black. The customer's blood glucose was 141 mg/dl. The customer stated that the screen was unreadable and the device was not functioning. The discontinuation of the device was advised. Nothing further was reported.